Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a fault code upon interrogation. An open ventricular pacing lead impedance was found during the invasive testing. The system was explanted and replaced.